Manufacturer narrative:
One device was returned for evaluation in used condition. The reported issue of the downstream occlusion (dso) seal was confirmed during visual inspection. Functional testing was performed and no major faults were identified. However, a significant amount of maintenance was identified to be due for the device. Due to the number of repairs, this device is considered beyond economical repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was ripped and bubbled. There was no patient involvement.